Event description:
It was reported that the physician was performing a tonsillectomy and adenoidectomy using a evac 70 xtra arthrowand. Intra-operative the physician noted that the electrodes were "snagging" while in use. The wand was removed from the surgical field and the procedure was completed using a competitor's product. No pt complications were reported as a result of this event.